Manufacturer narrative:
(B)(4). The product was requested to return for manufacturers laboratory investigation but was not yet returned. The investigation is still pending. A supplemental report will be submitted when further information becomes available.

Event description:
According to the customer: "the quadrox leaked out the bottom. Had the circuit running for ~30 mins at 2 lpm before going on no leak. Went on, poor gas exchange, cranked sweep lots of clear came out, exhange better, but after that started dripping blood¿ (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The product was returned but was not investigated in the complaints lab because the device may contain biological residue of who risk group 3 considered to be infectious such as (B)(6). A review for similar complaints (# (B)(4)) to be investigated already was performed with the following outcome: the oxygenator was received and firstly cleaned and disinfected in the laboratory of the manufacturer. A tightness test was performed and a leakage at the gas outlet was confirmed. Thus the reported failure could be confirmed. The most probable cause of the reported failure remains unclear. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Submitting this follow-up medwatch to correct the complaint reference # "describe event or problem. The complaint # was noted as cp-(B)(4) whereas it should have read cp-(B)(4).

Event description:
Ref.: # (B)(4). Customer ref.: (B)(6).